Event description:
A caller reported that their pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the customer was informed to continue using the pump and to report back if the malfunction code reoccurs, which was acknowledged and understood by the caller.